Event description:
It was reported by the patient that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn. As treatment, the patient placed a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.g998usqsghyf2 hardware: sm-g998u cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received fully deployed with data indicating the pod deactivated by the user after the completion of second prime. No damages or defects that would result in a needle mechanism failure were observed. The needle mechanism was reset and was observed to deploy as intended upon manual rotation of the ratchet gear. Although no damages were found, the exact timing of needle mechanism deployment could not be determined therefore the cause of the event could not be determined.